Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p07-87 that has a similar product distributed in the us, list number 8p07-31.

Event description:
The customer reported the microparticle reagent of the alinity I hiv ag/ ab combo assay splashed into the user¿s eye. The user was not wearing protective eyewear at the time of the incident. No treatment other than flushing the eye with water/saline occurred. No impact to patient management was reported.

Event description:
The customer reported the microparticle reagent of the alinity I hiv ag/ ab combo assay splashed into the user¿s eye. The user was not wearing protective eyewear at the time of the incident. No treatment other than flushing the eye with water/saline occurred. No impact to patient management was reported.

Manufacturer narrative:
Use error may have contributed to the complaint issue regarding the use of personal protective equipment (ppe) while using the product. No protective eyewear as per product labeling was in use at the time of the incident. A review of the alinity I hiv ag/ ab combo history revealed no additional issues of splashing. No trends or similar issues for splashing/exposure as described in this ticket were identified. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the biological and chemical safety hazards that may exist. Based on the investigation, the alinity I hiv ag/ab combo lot# 62536be00 assay is performing as expected and no systemic issue or deficiency was identified.